Event description:
It was reported that the patient currently does not have high impedance and it is suspected that intervention was taken to resolve the high impedance however no additional information has been received regarding what time of intervention had been taken. No additional information has been received to date.

Event description:
An implant and warranty registration card was received indicating that the patient¿s generator was replaced due to battery depletion. Lead impedance after surgery was within normal limits. The explanting facility is a no return site and therefore the explant generator has not been received for analysis to date.

Event description:
It was reported that the patient has high lead impedance. A chest x-ray was done but did not show a clear break. The mother noticed worsening of seizures with more severe grand mal seizures that were happening while the patient was awake rather than sleeping. The physician believes that the adverse events and high impedance are due to a lead break and he is referring the patient for a revision. No known surgical intervention has not occurred to date. No additional or relevant information has been received to date.